Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller who reported that the last time the device was checked with the programmer was four months ago. The consultant explained that it is possible that on that day there were two measurements taken and the first one could have been high and out of range which triggered the alert and then the second measurement was normal. The caller stated that all other lead diagnostics are stable and they will continue to monitor this patient. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range shocking impedance measurement. The caller stated they could not find an out of range measurement and currently the measurement was 90 ohms. No adverse patient effects were reported.